Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) was not issued for return as the customer emailed about a general complaint with this instrument design. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date and product information. The probable root cause is over-rotation of the grip, which causes the grip to dislodge allowing tissue to get stuck. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation. .

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, tissue became attached to the joint of the force bipolar instrument; and when it could not be loosened, additional tissue was removed. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, no further details about the reported event were available.